Event description:
It was reported that the caller encountered difficulty with the pump's quick bolus/wake button, which required multiple presses to activate the pump screen. There was no adverse impact to the customer's blood glucose level. The customer reverted to manual injections for insulin therapy.